Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation / essure had migrated through the right fallopian tube / essure had begun to migrate out of her left fallopian tube") and device breakage ("device had broken into three pieces") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage (d and c (dilation & curettage)), multigravida (gravida 4), parity 3 (live births: 3 ((B)(6) 1997, (B)(6) 2001, (B)(6) 2010)) and miscarriage in 2007. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain (sharp, stabbing,persistent and severe) / pelvic area and mid-abdoment pain"), abdominal pain ("severe persistent abdominal pain (sharp, stabbing)"), headache ("headaches"), alopecia ("hair loss"), menorrhagia ("heavy menstrual cycles"), dyspareunia ("pain during intercourse") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), mental disorder ("essure caused or aggravated psychiatric and /or psychological conditions") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with panadeine co (tylenol #3) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, abdominal pain, headache, alopecia, menorrhagia and dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device breakage, abdominal distension, endometriosis, mental disorder and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, dyspareunia, endometriosis, fallopian tube perforation, headache, menorrhagia, mental disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up received via a pfs form: reporters, historic and concomitant conditions, product start/stop date, concomitant and treatment drugs were added. New events were added: right fallopian tube perforation / essure had migrated through the right fallopian tube; device had broken into three pieces, pelvic pain (sharp, stabbing,persistent and severe) / pelvic area and mid-abdoment pain, severe persistent abdominal pain (sharp, stabbing), headaches, hair loss, heavy menstrual cycles, pain during intercourse, abdominal bloating, endometriosis, aggravated psychiatric and /or psychological conditions and hypersensitivity reaction to nickel. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.